Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified that the cutter failed testing due to an incomplete cut. The cutter will need replacement. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00293-1.

Event description:
There is no additional information regarding the event.

Event description:
It was reported that prior to the surgery the or staff was trialing out the cassette before use when damage to the meshgraft occurred. The cutter failed the cut test. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00293. Once the investigation is complete, a follow up/final report will be submitted.